Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device has an unknown issue. It needs repairs and/or service. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device has an unknown issue. It needs repairs and/or service. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the broken right side ail sensor and damaged bottom rear case. Corroded right and left iuis. Keypad recall completed. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the air in line sensor assembly. A review of the device history record for (B)(6) was performed, which showed the device had a manufacture date of 15sep2018 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Z-2718-2020 for iui damages. Z-2939-2020 for keypad.